Event description:
It was initially stated that the insulin pump gave an error alarm. It was then stated that the customer was hospitalized for high blood glucose and the reading was 1200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.